Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information indicated 6 hours post tavr, an increase in the effusion was observed on echo. The pericardial effusion was drained and 90cc was removed. No issues were reported on echo during the night. On pod1, an additional 100cc was drained. Following the patient¿s complaint of pain, the drain was removed. The postoperative course went well and the patient could stand at bed side on pod4. CT was performed on pod5. At the time of the report, the patient was undergoing rehabilitation.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate, in addition to the procedure itself, patient factors (advanced age ¿ 78 years, type 0 bicuspid valve, valvular calcification) likely contributed to the annular rupture and subsequent pericardial effusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, a 29mm sapien 3 valve was deployed without balloon aortic valvuloplasty being performed. The valve was deployed in a final 60:40 aortic/ventricular (a/v) position with 2ml less than nominal volume. Post valve deployment, trivial paravalvular leak (pvl) was observed. Post dilation of the valve was performed with nominal volume. During post dilation, no resistance was felt. Post procedure, the patient¿s hemodynamics were stable and no significant increase in effusion was noted. The patient was extubated and transferred from the operating room. After returning to the room, the blood pressure (bp) dropped. An increase in pericardial effusion was observed on tee. 130cc of blood from the effusion was drained. The patient stabilized and no further pericardial effusion was observed. The bp recovered. No further actions were taken and the decision was made to follow-up. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient. The native annular valve area measured 532mm2 by CT. Moderate valvular calcification and no aortic root calcification was reported. It was reported that the patient had a type 0 bicuspid valve. The sinus of valsalva diameter measured 33.0mm x 45.0mm. Per the physician, the rupture may have looked like pvl in the aortography post valve deployment.